Event description:
It was reported that when doctor was using the fast-fix 360, the tip of the needle broke off and had to be removed from patient's knee. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.